Event description:
It was reported that the right ventricular (rv) lead was removed and replaced due to noise. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d274trk biv ICD, implanted: (B)(6) 2011; 419488 lead, implanted (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary # (B)(4): the distal portion of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. A distal portion was received measuring 50 cm.